Manufacturer narrative:
(B)(4). The investigation found that the reported issue was caused by the footswitch getting stuck, due to dirt. The fse replaced the footswitch, which solved the problem.

Event description:
The customer reported device is firing without being told to do so.